Event description:
The pt was having surgery for a robotic rp/nodes/asr. The surgical tech removed the robot camera from the obturator/trocar to clean it, before he attempted to reinsert the camera. The outer cannula snapped in half, leaving a portion still in the pt and half attached to the robot arm. They were able to remove it from the abdomen carefully using a hemostat. The obturator was inspected and appeared to be a clean break with no sharp edges or loose pieces. Pt was discharged home on (B)(6)2017.